Manufacturer narrative:
Analysis of the pump found ¿pump motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿pump motor gear train anomaly ¿ stall due to shaft/bearing¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a company representative regarding a patient receiving sufentanil (200 mcg/ml at 115 mcg/day), bupivacaine (14 mg/ml at 8.061 mg/day), and clonidine (400 mcg/ml at 230.30 mcg mcg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that on the morning of (B)(6) 2019 the patient was seeing an error message on their ptm (personal therapy manager) indicating a motor stall, so they could not deliver a bolus. The patient was seen in the clinic the same day and the stall was confirmed by reviewing the logs. The physician decided to replace the pump the same day because it stalled and only recovered after a bolus dose was given at the clinic. No patient symptoms were reported. With regards to the environmental, external, or patient factors that may have led or contributed to the issue, ¿normal use¿ was noted. The issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.